Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during clinic follow up, this left ventricular (lv) lead was noted to be dislodged as confirmed by an x-ray. This lv lead remains implanted but was deactivated. No adverse patient effects were reported.

Event description:
Additional information revealed the lv lead was explanted and replaced with a new lead. The lead would not be returned as it was thrown away by the hospital staff. No additional adverse patient effects were reported.